Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with both grips bent. The damage was found near the top of the clip grooves, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not grasping properly. The procedure was completed with no reported injury.